Event description:
It was reported that the customer received a motor error alarm on his previous insulin pump and was receiving an unexpected restart alarm on the current insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. Explained to customer that he experienced an unexpected restart. Advised to monitor the insulin pump and call back if issues recurred. The customer stated that he received another motor error alarm on the current pump. Advised that the customer was already due to receive a replacement insulin pump due to motor error alarm on his previous insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.